Manufacturer narrative:
The reported impedance issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22349. It was reported patient was not receiving effective stimulation. Also, the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed high lead impedance values. In turn, surgical intervention was undertaken wherein entire drg system was explanted. This addressed the issue.